Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the center on (B)(6) 2016 with a cut on the driveline silastic sleeve to which rescue tape was applied. The internal wire appeared intact and undisrupted. Review of device history showed no alarms or concerns. The patient was reported to be asymptomatic. On the morning of (B)(6) 2016, the patient received red heart alarms while the system was connected to the power module. The patient stated that alarms were not received when connected to batteries. Prior to contacting the center regarding the alarms, the patient changed out their system controller but was unable to re-start the pump until the driveline was manipulated. The patient was admitted to the hospital and the system was connected to a ungrounded power module patient cable. No further alarms were received while connected to batteries or ungrounded patient cable. The manufacturer¿s technical services representative reviewed the submitted log file and observed 3 pump stoppages while the system was connected to the power module, appearing consistent with driveline compromise. X-ray images submitted were inconclusive due to the image quality, however the pictures submitted of a recent repair with rescue tape due to the small tear in the silastic sheathing near the exit site showed some obvious damage and thinning of the driveline. On (B)(6) 2016, technical services arrived onsite and performed an external driveline repair. It was reported that the repair appeared to be successful. No further issues were reported.

Manufacturer narrative:
The report of pump stoppage events and alarms was confirmed based on the evaluation of the submitted log files, and the report of compromise to the outer silicone sleeve of the driveline was confirmed based on the submitted photographs from the customer, which showed a small cut close to the driveline exit site; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the submitted log files. A distal end percutaneous lead replacement was performed and approximately 21 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing performed on the driveline revealed that all wires were electrically intact. Several areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with almost 2.5 years of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: on 07/12/2016 additional information was received that a motor stopped event was observed in the system controller history screen. There was no reported adverse patient impact. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file showed a motor stopped event occurred on (B)(6) 2016 while the system controller was connected to the power module. The patient was provided an ungrounded power module patient cable for use while on power module support.

Manufacturer narrative:
The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016. As reported on the initial medwatch 3500a form, the external driveline had previously been replaced in (B)(6) 2016 and the patient had been issued an ungrounded patient cable.

Manufacturer narrative:
Explant date: additional information. The pump was evaluated and visual examination of the pump's blood contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 0.5 inch from the pump housing and the remainder of the driveline was returned in two segments measuring approximately 15 inches and 28 inches in length. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, an area of breakdown of the metal braided shield was observed on the internal portion of the driveline at approximately 3 to 4.5 inches from the pump housing. Visual examination of the underlying wires in the area of shield breakdown revealed a breach in the insulation of the orange wire at approximately 3.75 inches from the pump housing, exposing the inner metal conductors. In addition, high potential testing of the driveline segment found a small breach in the brown wire insulation exposing the inner conductors at approximately 3 inches from the pump housing. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing of the remainder of the returned portions of the driveline did not reveal any other areas of compromised wire insulation. If the exposed conductors of either of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the report of low speed/pump stoppage events recorded in the submitted log files. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of both compromised wires made simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.